Event description:
During a colonscopy to treat rectal bleeding the physician used a cook endoscopy triclip clippoing device. During the procedure the clip detached prematurely in an open position within the patient's colon and was not retreived. The clip was left to pass naturally. No injury to the patient was reported.